Event description:
It was reported that the patient experienced balance problems since their device was implanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available. Reference MFR. Report #3004209178200909501 for information on original left side device that was explanted (B)(6) 2010. Reference MFR. Report #3004209178201008417 for information on right side device.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.